Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. No blank display anomalies noted. However, device received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The battery cap was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.